Event description:
A report was received that the pt was explanted due to infection at the pocket site. The pt's symptoms included green oozing pus at the ipg site. The pt was given oral antibiotics and was reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the mfg documentation for the ipg and paddle lead revealed that no anomalies or deviations potentially related to the event occurred during mfg. A review of the sterilization documentation for the ipg and paddle lead found them to be satisfactory.